Event description:
It was reported to philips that pressure align alarm will not turn off. This event was reported to have occurred during patient use. The ventilator was swapped out with no patient issues. The customer spoke with a philips remote service engineer (rse) and it was found that the device will not go into standby and alarmed for proximal line disconnect. The customer stated the end user changed to a new circuit and there was no change in the alarm. The customer requested for a field service engineer.

Manufacturer narrative:
The philips field service engineer (fse) was unable to duplicate the reported issue. The event log was downloaded, and no issues were found. Following the evaluation of the device, the fse tested the device and it successfully passed specified tests. No parts replaced and no errors found. No other abnormality was observed.